Event description:
Event description guidant received information that during a lead revision procedure due to high impedance measurements, this atrial lead was found to be fractured approximately 10cm from the terminal pin. The proximal portion of the lead was explanted, and the distal portion of the lead was surgically abandoned as it could not be removed. There were no adverse patient effects reported.